Event description:
On (B)(6) 2001: I was forced, involuntarily to (B)(6) hosp (B)(6) by three drs: (B)(6). (B)(6) held me at her office by calling the police. Once at the hosp (B)(6) staff committed me, not allowing me to leave. Not one of the 3 drs warned me about the severe risks from ect machines nor did I see any signs posted in the rooms where it was done. I was left in my room alone, with papers about ect. (B)(6) never told me about the risk of death, the risk of permanent memory loss, reduced cognitive functioning or even how ect was supposed to work to alleviate depression. No one. I had a 4.0 gpa, masters degree, just turned (B)(6) and my whole life ahead of me until I met (B)(6) and was tortured into a mindless gnat by an ect machine and other two drs etc. I was never told about the studies conducted with animals undergoing ect, ending up with permanent brain damage. I was led to believe by (B)(6) (all drs, nurses, hosp). Everyone I was going to get helped to be less depressed after the shocks. I was released 3 days after (B)(6), (B)(6) 2001 in my socks without shoes on. I knew the min I got home ect did not work and petrified of my blank mind. I could not remember where I lived, my address or how to drive. I was immediately fired from my pharmaceutical job as I could not remember product knowledge. I called (B)(6) livid, raging and angry, screaming she lied to me about the memory issues. She agreed, stating the memory issues could indeed be permanent. I got ssdi my first time I applied. I immediately started to live off ssdi for having lost my mind. Literally, my life was over, as I knew it. This is a fact. I was now an uneducated (I had a masters in clinical work), unemployable, unmarried, undesirable, more suicidal than ever citizen sucking off the good people of the USA. I was the family member on "assistance" to be shamed and ostracized. I was refused contact with my nieces and nephews, not invited to holidays, had ppo granted out of "fear of my mental health" (even though I could not remember where my sister lived), arrested for shoplifting, forced to miss my grandma's funeral because of ridiculous ppo. I was arrested for drunk driving 2007, now I have two mugshots in addition to a college sorority photos. To make matters worse, I was sent a bill for (B)(6) to pay for my unauthorized brain damage. (B)(6) got paid for me just being in the hosp (even though I never saw her face while shocked). It was like (B)(6) got a finders fee (me) had me committed and (B)(6) destroyed my brain repeatedly with shocks. All together the hosp got a total of (B)(6) in insurance money. (B)(6) terminated me right after ect, she was pregnant. I never got to experience pregnancy. I was smart and unselfish enough to not bring a child into the world only to put it on welfare. Ect machines and lack of truth telling turned me a useless person. I have no life skills and am more suicidal than before. I am still angry and pissed off. I ended up in the hosp a few more times. I have 18 years of this "profanity" life I did not ask for. (B)(6) is living a good life. I got a life of isolation destitution and poverty. I have no short term memory, little if any long term memory, people look at me like I am stupid because I forget to do things all the time. I am confused get lost, scared and feel I have early onset dementia. Nobody told me the truth and I am tired of living in fear, hunger, pain, and unhappiness. Ect machines are disgusting lies and stealing peoples souls. It murdered me and nobody gives a "profanity." My psychiatrist knew the severe risks with ect and no one thought to tell me. Hey, you might go into ect a brilliant social worker and come out a pathetic "step-ford" person with no brain or soul. Disgusting. Cognitive changes. I do not remember or have records. I asked for my entire medical file and was sent a discharge summary. I am currently reducing this list with medical supervision. I am taking too many prescriptions and forget pills all the time.